Event description:
Healthcare professional reported "Suspected/Actual Rupture/Deflation, Change shape/size/style" via the National Breast Implant Registry (NBIR). This record is for left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Deflation.